Event description:
The patient later reported on (B)(6) 2014 that she has not been able to feel her legs from the ribs down when the stimulation was on, laying completely flat, since implant. The patient did noticed the other day that she could feel her legs. The patient ¿was getting jolts all the time¿ so she went to her health care provider (hcp) and met with a company representative. The hcp wanted to do an MRI but the patient told them that she could not have an MRI. Some sort of scan was performed to see if there was a broken wire but everything came out good. The patient was doing a whole lot better with ¿this thing¿ turned off than when it was turned on.

Event description:
(B)(6) 2012 crts pt reports never having pain relief for her back. Pt reports getting some pain relief for her leg. Pt said she has images of her l4 & 5 deteriorating, causing a pinch nerve, which causes her leg pain. Pt also reports that she gets constant jolts since having her implant. She indicated that her spiritual healer/psychic said the lead is not in the right spot. Finally, pt said she can't have stim. High enough to reduce her pain because it causes issues with her "rls", it makes her "leg go jump galore". Pt reports that she notice that phones and tv remotes have been damages more in the last 8 months and she wanted to know if it's related to her implant. Ps told caller that her scs is likely[unlikely?] The cause of damaging electronic equipment, given the current is so low.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).